Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing therapy for numerous at/af episodes caused by far field r-wave (ffrw) oversensing of the right atrial (ra) lead. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.